Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient told the physician that he did not use the system anymore because it did not work properly. The rep had not seen or interrogated his battery before. The rep indicated that they were only present for his explant and made sure his battery was turned for the physician. Patient status at the time of this reported was alive with no injury. Additional information received from the rep reported that patient indicated that it did not help him with his pain so he told the physician he wanted it explanted. That patient no longer wanted his neurostimulator. The cause of the device not working was not determined. The patient just wanted the system explanted and he did not want to send back the explanted device. He requested to keep his system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.